Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection and an adverse event. The patient father stated a signal loss occurred on the continuous glucose monitor (cgm) and was not alerted by the smart phone. It was indicated that the patient's insulin pump had also malfunctioned, giving the patient 11 units of insulin that resulted in the patient¿s blood sugar to drop to 28 mg/dl. The patient fainted in his father's arms and his father brought the patient to the couch around 9:30 am. He then administered the patient with glucagon and called the ambulance. When the paramedics arrived, they transported the patient to the hospital where he was admitted. The patient's father stated the doctor kept the patient in the hospital for a few days. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.